Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net. Review of the egm's revealed undersensed pvc's on the discrimination channel. Programming changes were recommended. Further actions will be discussed with the physician.